Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (2000 mcg/ml at 318.8 mcg/day) via an implanted infusion pump. It was reported the patient had an motor stall, on (B)(6) 2020, and recovery was seen 1 hour later.